Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The complaint for balloon burst was confirmed based on product evaluation. Available information suggests patient factors (calcification) likely contributed to the event as imagery review revealed presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on product evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The partial sheath liner delamination as seen in figure 4 indicates device interaction and catching during device removal. The complaint for system components separated during use (distal tip) was confirmed based on product evaluation. Available information suggests procedural factors (excessive manipulation) likely contributed to the event. Due to withdrawal difficulty, additional pull force or excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, by a field clinical specialist (fcs). This was a tavr procedure, with a 29mm sapien 3 ultra resilia valve in the aortic position. Post deployment: there was difficulty removing the delivery system through the sheath. The delivery system was forcefully removed through the sheath. And the tip of the balloon from the delivery system remained in the body. "At this point, we were unaware. But we devised, that the balloon had ruptured, during deployment, and this is what caused the difficulty removing the system". The team attempted to snare the tip of the delivery system, but was unsuccessful. The patient was then sent for surgical removal of the remaining tip of the delivery system. The fcs clarified, that it is unclear when the balloon ruptured. The aortic annulus has moderate leaflet calcification. Upon withdrawal from the patient, it was observed, that the distal tip of the balloon catheter was separated from the delivery system. The spring on the tip of the balloon catheter portion of the delivery system was stretched and uncoiled completely.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device, awaiting return.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction to device code section, sections g6, h2, have been updated. Additional codes have been added to h6 device code.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes and device codes have been updated as well as type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An imagery evaluation was performed on 3mensio report received, and the following was observed: tortuosity was present in the access vessels. Calcification present in the landing zone. The complaints for components separate during use - distal tip and difficulty or inability to withdraw system through sheath were unable to be confirmed as no device was returned for evaluation. Available information suggests procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The distal end of the delivery system may have then separated if any excessive manipulation was applied to overcome the experienced difficulty. The complaint for balloon burst was unable to be confirmed as no device was returned for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated, 'the aortic annulus has moderate leaflet calcification' and calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.